Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a skin reaction characterized by redness, inflammation, and infection under the entire patch area, which occurred six days after the sensor had been inserted in her arm. She went to the clinic on (B)(6) 2025, where the skin reaction was treated with a prescription for an oral antibiotic, cephalexin 250mg. At the time of the report, the patient was doing fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).